Event description:
Report of patient suffering stroke during procedure when utilizing hemochron signature elite and act-lr.

Manufacturer narrative:
Patient's current condition is alert and awake. Customer did not compare to lab reference, but a comparison to other elite units. This comparison showed equivalent results within clinical expectations.